Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead implanted in 1990, and an ra and rv lead, implanted in 2019. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, the ra and rv leads (implanted in 2019) were extracted successfully. Next, upsizing to a 16f glidelight and then switching to a spectranetics 13f tightrail rotating dilator sheath, the rv lead (implanted in 1990) was removed. Then, using the 13f tightrail on the remaining ra lead (implanted in 1990), advancement was made through the subclavian and innominate regions, and progressed farther through binding sites in the superior vena cava (svc). Once through the binding, the ra lead dislodged, and the patient's blood pressure dropped. Rescue efforts began, including rescue balloon, medications, and sternotomy. A 1 cm perforation to the right atrium was discovered and repaired. However, while closing the patient's chest, a hematoma and two small perforations in the svc were detected (MDR #3007284006-2024-00205). Attempts were made to repair the two perforations; however, the patient's tissues were friable, and extended into one large perforation. The patient went into disseminated intravascular coagulation (dic), and further intervention commenced, including administration of blood and placing the patient on pump. The svc perforation kept extending while repair attempts continued, and despite extensive rescue efforts, the patient did not survive. This report captures the lld ez within the ra lead when an ra perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4/h4): the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.